Event description:
It was reported that this patient fell, after the fall the right atrial (ra) lead impedance was high out of range. This lead was successfully replaced. No additional adverse patient effects were reported.